Event description:
Underdelivery reported. The pump was to be set to infuse diltiazem 125mg/125ml at 10mg/h. An rn reports that the IV container was hung at 1500 and at 0010, she observed that the bag was still full. "No drops were noted dropping in the drip chamber. Found kink in tubing in tubing channel inside the door. Tubing was straightened and now dripping ok." The pt had received a bolus infusion of diltiazem prior to the infusion being started at 1500. It is thought that the bolus dose effectively lowered the pt heart rate, and thus the non-delivery of the infusion did not cause any adverse effects. The pt did not experience any adverse sequelae. The pump remained in use without further incident. No add'l info was available.